Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed during the device evaluation, that the probe unit tip was broken. However, the cause as to why the tip was broken could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: probe unit tip broken; crack at the bending section cover or distal sheath rubber glue; user barcode on control body needs attention; user barcode on scope connector needs attention; and low angulation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the evis eus ultrasound bronchofibervideoscope had the button tip on the distal end broken off. The issue occurred during reprocessing. There were no reports of patient or user harm associated with this event.